Event description:
Leaving the tampon inside of me [foreign body in reproductive tract] when I went to take it out the string broke off [device breakage] went to take it out, the string broke off leaving tampon inside [complication of device removal] case narrative: consumer reported via e-mail that the string broke off during removal and only half the tampon was removed. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Leaving the tampon inside of me [foreign body in reproductive tract]. When I went to take it out the string broke off [device breakage]. Went to take it out, the string broke off leaving tampon inside [complication of device removal]. Case narrative: consumer reported via e-mail that the string broke off during removal and only half the tampon was removed. No serious injury reported.

Event description:
Leaving the tampon inside of me [foreign body in reproductive tract] when I went to take it out the string broke off [device breakage] went to take it out, the string broke off leaving tampon inside [complication of device removal] case narrative: consumer reported via e-mail that the string broke off during removal and only half the tampon was removed. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.